Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/condition (type: anemia)") in a 33-year-old female patient who had essure (batch no. 689939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included dysmenorrhea, gravida ii, parity 2 ((B)(6)2002, (B)(6) 2004.) And c-section (one baby was born prematurely, and both of her children were born via c-section.). Previously administered products included for birth control: yaz from 2004 to 2005. Concurrent conditions included obesity, morbid obesity, genital bleeding, colon cancer and gastroesophageal reflux disease. Concomitant products included anaesthetics (anesthesia). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes (describe: hot flashes)"), visual impairment ("vision/eye problems (type: vision changes)"), astigmatism ("vision/eye problems (type: stigmatism)") and hormone level abnormal ("hormonal changes"). On (B)(6)2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer (type: uterine leiomyomas)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), the first episode of back pain ("severe back pain"), the second episode of alopecia ("hair loss"), the second episode of back pain ("intermittent from moderate to severe lower back pain"), arthralgia ("intermittent from moderate to severe knee pain"), abdominal pain upper ("intermittent from moderate to severe stomach pain"), pain in extremity ("intermittent from moderate to severe foot pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and weight decreased ("weight loss"). The patient was treated with iron (iron tablets), surgery (hysterectomy, bilateral salpingectomy), surgery (d&c, blood transfusions, hysterectomy/ ablation), surgery (d&c, blood transfusions, hysterectomy) and surgery (d&c, hysterectomy, blood transfusions). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, uterine leiomyoma, nausea, weight increased, fatigue, hot flush, visual impairment, astigmatism, the last episode of back pain, arthralgia, abdominal pain upper, pain in extremity, blood disorder, cardiac disorder, weight decreased and hormone level abnormal outcome was unknown, the menstrual disorder, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, the last episode of alopecia and vaginal discharge was resolving and the headache had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, astigmatism, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of alopecia, the first episode of back pain, the second episode of alopecia and the second episode of back pain to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did not undergo essure confirmation test. Preoperative and postoperative diagnosis: history of menorrhagia requiring tentative blood transfusions in the past two years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. (B)(6) 2015:ultrasound pelvis - essure coils were visualized within the right and left portion of the uterus. On (B)(6) 2015, she had pathology report on gross description: the specimen is labeled "uterus". The specimen consists of supra cervical hysterectomy specimen measuring 9.5 x 7 x 4.5 cm, weighing 156 gm. The endometrium is hemorrhagic and 0.2 cm thick. Sectioning of myometrium reveals tan whorled nodules measures up to 3.5 cm. Sections six cassettes, representative. And hcg qual test was negative. Her current weight was 354 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/condition (type: anemia)") in a 33-year-old female patient who had essure (batch no. 689939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included dysmenorrhea, gravida ii, parity 2 (B)(6) 2002,(B)(6) 2004.) And c-section (one baby was born prematurely, and both of her children were born via c-section.). Previously administered products included for birth control: yaz from 2004 to 2005. Concurrent conditions included obesity, morbid obesity, genital bleeding, colon cancer and gastroesophageal reflux disease. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes (describe: hot flashes)"), visual impairment ("vision/eye problems (type: vision changes)"), astigmatism ("vision/eye problems (type: stigmatism)") and hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer (type: uterine leiomyomas)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), the first episode of back pain ("severe back pain"), the second episode of alopecia ("hair loss"), the second episode of back pain ("intermittent from moderate to severe lower back pain"), arthralgia ("intermittent from moderate to severe knee pain"), abdominal pain upper ("intermittent from moderate to severe stomach pain"), pain in extremity ("intermittent from moderate to severe foot pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and weight decreased ("weight loss"). The patient was treated with iron (iron tablets), surgery (hysterectomy, bilateral salpingectomy), surgery (d&c, blood transfusions, hysterectomy/ ablation), surgery (d&c, blood transfusions, hysterectomy) and surgery (d&c, hysterectomy, blood transfusions). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, uterine leiomyoma, nausea, weight increased, fatigue, hot flush, visual impairment, astigmatism, the last episode of back pain, arthralgia, abdominal pain upper, pain in extremity, blood disorder, cardiac disorder, weight decreased and hormone level abnormal outcome was unknown, the menstrual disorder, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, the last episode of alopecia and vaginal discharge was resolving and the headache had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, astigmatism, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of alopecia, the first episode of back pain, the second episode of alopecia and the second episode of back pain to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did not undergo essure confirmation test. Preoperative and postoperative diagnosis: history of menorrhagia requiring tentative blood transfusions in the past two years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. (B)(6) 2015:ultrasound pelvis - essure coils were visualized within the right and left portion of the uterus. On (B)(6) 2015, she had pathology report on gross description: the specimen is labeled "uterus". The specimen consists of supra cervical hysterectomy specimen measuring 9.5 x 7 x 4.5 cm, weighing 156 gm. The endometrium is hemorrhagic and 0.2 cm thick. Sectioning of myometrium reveals tan whorled nodules measures up to 3.5 cm. Sections six cassettes, representative. And hcg qual test was negative. Her current weight was 354 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "blood disorder, heart disorder, weight loss, hormonal changes" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/condition (type: anemia)") in a 33-year-old female patient who had essure (batch no. 689939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysmenorrhea, gravida ii, parity 2 (B)(6) 2002, (B)(6) 2004. And c-section (one baby was born prematurely, and both of her children were born via c-section.). On (B)(6) 2015, she had pathology report on gross description: the specimen is labeled "uterus". The specimen consists of supra cervical hysterectomy specimen measuring 9.5 x 7 x 4.5 cm, weighing 156 gm. The endometrium is hemorrhagic and 0.2 cm thick. Sectioning of myometrium reveals tan whorled nodules measures up to 3.5 cm. Sections six cassettes, representative. And hcg qual test was negative. Her current weight was 354 lbs. Previously administered products included for birth control: yaz from 2004 to 2005. Concurrent conditions included obesity, morbid obesity, genital bleeding, colon cancer and gastroesophageal reflux disease. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes (describe: hot flashes)"), visual impairment ("vision/eye problems (type: vision changes)") and astigmatism ("vision/eye problems (type: stigmatism)") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer (type: uterine leiomyomas)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), the first episode of back pain ("severe back pain"), the second episode of alopecia ("hair loss"), the second episode of back pain ("intermittent from moderate to severe lower back pain"), arthralgia ("intermittent from moderate to severe knee pain"), abdominal pain upper ("intermittent from moderate to severe stomach pain"), pain in extremity ("intermittent from moderate to severe foot pain"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight decreased ("weight loss"). The patient was treated with iron and surgery (d&c, hysterectomy, blood transfusions, d&c, blood transfusions, hysterectomy, d&c, blood transfusions, hysterectomy/ ablation and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, uterine leiomyoma, nausea, weight increased, fatigue, hot flush, visual impairment, astigmatism, the last episode of back pain, arthralgia, abdominal pain upper, pain in extremity, blood disorder, cardiac disorder, weight decreased and hormone level abnormal outcome was unknown, the menstrual disorder, dysmenorrhoea, abdominal pain lower, dyspareunia, the last episode of alopecia and vaginal discharge was resolving, the migraine had resolved and the headache had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, astigmatism, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of alopecia, the first episode of back pain, the second episode of alopecia and the second episode of back pain to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did not undergo essure confirmation test. Preoperative and postoperative diagnosis: history of menorrhagia requiring tentative blood transfusions in the past two years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received-outcome of migraine updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/condition (type: anemia)") in a 33-year-old female patient who had essure (batch no. 689939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included dysmenorrhea, gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2004.) And c-section (one baby was born prematurely, and both of her children were born via c-section.). Previously administered products included for birth control: yaz from 2004 to 2005. Concurrent conditions included obesity, morbid obesity, genital bleeding, colon cancer and gastroesophageal reflux disease. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes (describe: hot flashes)"), visual impairment ("vision/eye problems (type: vision changes)") and astigmatism ("vision/eye problems (type: stigmatism)"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer (type: uterine leiomyomas)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), the first episode of back pain ("severe back pain"), the second episode of alopecia ("hair loss"), the second episode of back pain ("intermittent from moderate to severe lower back pain"), arthralgia ("intermittent from moderate to severe knee pain"), abdominal pain upper ("intermittent from moderate to severe stomach pain") and pain in extremity ("intermittent from moderate to severe foot pain"). The patient was treated with iron (iron tablets), surgery (hysterectomy, bilateral salpingectomy, d&c, blood transfusions). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, uterine leiomyoma, nausea, weight increased, fatigue, hot flush, visual impairment, astigmatism, the last episode of back pain, arthralgia, abdominal pain upper and pain in extremity outcome was unknown, the menstrual disorder, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, the last episode of alopecia and vaginal discharge was resolving and the headache had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, astigmatism, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia, the first episode of back pain, the second episode of alopecia and the second episode of back pain to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. She did not undergo essure confirmation test. Preoperative and postoperative diagnosis: history of menorrhagia requiring tentative blood transfusions in the past two years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. (B)(6) 2015:ultrasound pelvis - essure coils were visualized within the right and left portion of the uterus. On (B)(6) 2015, she had pathology report on gross description: the specimen is labeled "uterus". The specimen consists of supra cervical hysterectomy specimen measuring 9.5 x 7 x 4.5 cm, weighing 156 gm. The endometrium is hemorrhagic and 0.2 cm thick. Sectioning of myometrium reveals tan whorled nodules measures up to 3.5 cm. Sections six cassettes, representative. And hcg qual test was negative. Her current weight was 354 lbs. Most recent follow-up information incorporated above includes: on 16-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, concomitant drug, treatment drug were added. Updated suspect drug inaction and lot number. Added events as hormonal changes (describe: hot flashes), abnormal bleeding (vaginal, menorrhagia), headaches, blood or heart disorder/condition (type: anemia), nausea , tumor / teratoma / cancer (type: uterine leiomyomas), vaginal discharge, vision/eye problems (type: vision changes, stigmatism), fatigue, perforation (uterus), weight gain, hair loss, intermittent from moderate to severe lower back pain, intermittent from moderate to severe knee pain, intermittent from moderate to severe foot pain, intermittent from moderate to severe stomach pain and pain / intermittent from moderate to severe pelvic pain, she did not undergo essure confirmation test. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus and bilateral fallopian tubes. She had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: (B)(6) 2015: ultrasound pelvis - essure coils were visualized within the right and left portion of the uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.